Manufacturer narrative:
(B)(4).

Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in a shunt in a moderately tortuous vessel in the forearm. A 5.0mmx40mmx40cm (4f) sterling¿ balloon catheter was advanced for dilatation. However, during the fifth inflation at 6 atmospheres, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in a shunt in a moderately tortuous vessel in the forearm. A 5.0mmx40mmx40cm (4f) sterling¿ balloon catheter was advanced for dilatation. However, during the fifth inflation at 6 atmospheres, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes updated. Device evaluated by MFR: returned product consisted of a sterling balloon catheter. The balloon was loosely folded. The tip is damaged. Inspection of the device presented no other damage or irregularities. Functional testing was carried out by attaching an inflation device filled with water to the hub of the complaint device, and inflating the device to rated burst pressure (rbp). The returned device inflated and held pressure for 5 minutes without leaking. There is no indication the device was inflated over rbp. The investigation conclusion is not confirmed - returned as there was no evidence of either the alleged issue(s) or any defect which could have contributed to the event. (B)(4).